Event description:
It was reported that the water temperature was not going down in an arctic sun device. Per additional information received via mail on 17jan2025, patient had a temperature of 39.5, no alarms despite high patient temperature alert being 38. Patient was on normothermia mode target temperature was 37.5, water temperature remained at 32 and would not go any lower and was not cooling patient. Flow rate was 3l. Had all four pads. Machine was put in manual mode and the water temperature still would not go down. Ended up getting a different machine, 2 hours later patient temperature was at target temperature. Had a look and could not see any factors causing this. Low water temperature has not been adjusting, and machine failed a temperature challenge.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the water temperature was not going down. Mixing pump was found to not be working. Mixing pump was replaced. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized evaluated and was found to function in accordance with manufacturer specifications. As5000 has been calibrated. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: h. The reported product number is sold out. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e, f, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was not going down in an arctic sun device. Per additional information received via mail on 17jan2025, patient had a temperature of 39.5, no alarms despite high patient temperature alert being 38. Patient was on normothermia mode target temperature was 37.5, water temperature remained at 32 and would not go any lower and was not cooling patient. Flow rate was 3l. Had all four pads. Machine was put in manual mode and the water temperature still would not go down. Ended up getting a different machine, 2 hours later patient temperature was at target temperature. Had a look and could not see any factors causing this. Low water temperature has not been adjusting, and machine failed a temperature challenge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was not going down in an arctic sun device.